Event description:
Rec'd an electronic report from the FDA that they had rec'd that stated the following: "pt has been on peritoneal dialysis since 2007 w/o any problems. Eight months later, pt trained on the stay safe and newton system. Two months later, pt was hospitalized with a staph aureus peritonitis. Pt used the new cap for 1 month and 22 days when infection occurred. The stay safe cap states non sterile on package and anything touching the open end of pd cath must remain sterile. Dates of use: using presently, 2007-2008."

Manufacturer narrative:
Device history record review is unable to be performed due to the lot number being reported as unk. Sample analysis: it is indicated that a sample is available for eval, however an anonymous person submitted this report to FDA. Since there is not contact info, we have not been able to obtain any further detail on this product complaint or obtain the sample. If any add'l info becomes available, we will forward that info on to you.